Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported by the patient advocate that the right ventricular (rv) lead, required an additional surgical intervention due to the rv lead being damaged, and having a fracture. The lead was explanted. At this time there is no evidence of the location of this lead. If additional information become available, a report will be updated and sent. Besides surgical intervention, no adverse patient effects were reported.